Event description:
It was reported that the patient had to go to the ER (emergency room) due to high ketones and blood glucose levels. It was not stated of how high the blood glucose levels were while wearing the pod between 1 and 4 hours. No information was provided on how the patient was treated in the hospital. It was also reported that the pod fell off completely when they went down a water slide. The patient was not wearing the pod when they went to the ER but patient's mother successfully activated a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod 5 pod. D2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b - procode changed from unavailable to qfg.